Event description:
The reported description notes that the bedside monitor was "hung." No patient harm was reported.

Manufacturer narrative:
(B)(4). The reported description notes that the bedside monitor was "hung." This is considered reportable because philips has not been able to determine if the device display was frozen or only the controls were inoperative and if this was obvious to users. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.